Event description:
It was reported that stent damage occurred. A 7.0x40x135 cm express ld vascular stent balloon expandable was selected for use. During the procedure, the stent could not cross the lesion and became caught on the lesion site. Upon removal, the stent was found deformed, lifted, indicating device deformation during attempted delivery. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.